Event description:
A scratch was observed on the patient line before use. There was no patient injury or medical intervention. The actual sample is not available.

Event description:
A home patient (hp) contacted (B)(4) regarding air bubbles in the patient line on the homechoice (hc) during initial drain. The technical service representative (tsr) advised the hp to cycle the power and assisted the hp to end the therapy. The tsr advised the hp to start over with all new supplies and explained that if the hp sees air bubbles in the line at "connect yourself/ check patient line", the hp should call baxter for assistance with repriming the patient line. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the sample is not available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). A batch review was performed on the associated lot (s10f03041) with no issues noted.